Manufacturer narrative:
Product analysis: visual inspection of the returned ibt did not reveal any pin holes or ruptures points on the balloon. Functional inspection confirmed the ibt was clogged not allowing any liquid to pass through to inflate the balloon to check for leaks. Root cause of failure is undetermined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty due to compression fracture. Intra-op, during inflation, the balloon ruptured. The patient was not allergic to contrast media. Reportedly, the balloon either had a hole from the beginning or it encountered with a sharp bone on insertion. The procedure was completed successfully with a new product. No patient complications were reported.